Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker was not able to establish a telemetry connection and exhibited failure to pacing. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.